Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as fold flaw opening. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ neck pain: unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ abdominal pain: unable to observe since it is not related to the device. Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Physician reported rupture against left side device. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture against left side device. Device remains implanted.